Event description:
The maestro drill with handswitch was sent for service and it ran while on safe mode during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the device running on safe mode was attributed to a damaged loctite seal.